Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. The customer complained of the insulin pump not alarming no delivery. However, it was reported that the insulin pump alarmed no delivery two days prior to the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.